Event description:
During an embolization procedure, the enterprise stent was being advanced through a prowler select plus microcatheter (cat-no unknown) but the enterprise stent system got stuck within the distal shaft on the microcatheter. No further info was available.

Manufacturer narrative:
The product is available for eval and testing. However, the eval has not been completed. Additional info will be submitted within 30 days of receipt. This is the first of two products used during the same procedure on the same pt, which is associated with mfg report #1058196-2008-00051.